Manufacturer narrative:
A company representative has received the sample and it is in transit to the manufacturing site for evaluation. The device history records (DHR) for the lost were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported experiencing poor actuation of the probe during surgery. However, the probe passed testing during setup. The surgeon stated that cutting was not performed because the inner cylinder did not move though compressed air was flowing from the console. An alternate probe was used to complete the case. There was no harm to the patient.